Manufacturer narrative:
The device history records did not reveal any anomaly that could explain the reported event. No device is available for investigation. Without actual device to analyze, the root cause of the reported events could not be determined and no corrective action is deemed required. UDI: device identifier (B)(4).

Manufacturer narrative:
The probe will not be returned to the manufacturer for analysis; only the box and card. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 9612007-2019-00017.

Event description:
This is 1 of 2 reports; this is in reference to the first probe. A customer reported that the ip1p probe (kit containing cc1.p1 and the ip1 introducer) with serial number (B)(4) was inserted on (B)(6) 2019 at 17h30. The highest value was read after the second hour of use: 14.6 and the lowest: 6.3. The tissue hypoxia could not be explain by other patient factor. The probe failed oxygen challenge. The position of the probe was checked via computerized tomography (CT) scan. The conclusion was that the probe was defective. The probe was changed to a second ip1p with serial number (B)(6) on (B)(6) 2019 which gave a value of zero at start.